Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, not provided; best estimate is in (B)(6) 2019. Serial#: unknown/not provided. Catalog#: a partial catalog # is unknown, as product serial number was not provided. Expiration date: unknown as product serial number was not provided. UDI #: UDI # is unknown as product serial number was not provided. If explanted; give date: n/a (not applicable). Lens remains implanted. Device manufacture date: unknown as product serial number was not provided. (B)(4). Device evaluation: the lens remains implanted; therefore, the complaint issue reported was not verified. Manufacturing records review: the manufacturing records for the product were not reviewed since the serial number is unknown. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Historical data analysis: the complaint history was not reviewed since the serial number is unknown. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported a zxr00 intraocular lens (iol) was implanted in the patient's operative eye on (B)(6) 2019. The patient is experiencing severe glare and it making night driving impossible. There is no planned treatment. No further information was provided.